Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that users were unable to issue an item. A technical support specialist found the user's profile had both pharmacy admin and facility admin roles assigned, which may have caused permission conflicts. Amended the appropriate settings, ensuring the correct role configuration. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux unable to issue item. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.